Manufacturer narrative:
A2: female. A3: 63 years. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer states an eyelets are "rough" and caused bleeding once with use of the ultra14, unknown qty, unknown mus used in the last few weeks, unknown lots. She said when she first started using the ultra14 they worked well for her but noted in the last couple boxes or so they all feel "sharp near the top eyelet (closest to funnel end)." She said she got some boxes from her friend and some from her supplier so she has no idea on if they all were from the same lot or not for the last few boxes she used but said they "don't feel the same." She said she can feel there is more of a "flat groove cut out on the top hole eyelet (closest to the funnel) vs the other eyelet." This makes them "feel sharp" especially when she pulls it out of urethra. They are not as smooth going in and tend to "get caught" coming out she thinks on this rough eyelet. She said she removed one and she noted blood on the catheter itself on retraction but no blood at all that continued in her urine. Bleeding stopped immediately without intervention.